Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 500 mg/dl. The customer stated that she had forgotten to bolus in the morning and noticed the high blood glucose, so proceeded to bolus, during which the alarm occurred. She noted that her insertion site felt a little tender. She stated that she was unable to perform the troubleshooting procedure and was advised to perform a complete infusion set, reservoir and insulin change as soon as possible. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.